Event description:
It was reported that a pt underwent a laparoscopic uterine myomectomy on (B) (6) 2010. The surgeon checked the product before the procedure and the inside fan of the product rotated, but the lamp on the front of the product's panel did not light up. Then, the surgeon connected the foot switch and hand piece to the motor drive unit and stepped on the foot switch, but the blade did not rotate. The surgeon did not use this product for the operation which was performed on (B) (6) 2010. The operation was a success without the product and there were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.